Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one week after implant, the right ventricular (rv) lead impedances and sensing dropped below normal limits and the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.